Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. Investigation summary: as no physical sample or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 309657, batch#: unknown, (provided lot: 220620 and 220613). It was reported that the bd luer-lok leaked. The following information was provided by the initial reporter: rcc received a complaint via email. "Caller reported the pt advised that when he draws the insulin into the syringe, insulin is shooting to the side of syringe when he pushes the plunger to release the air or shoots out of the side of the syringe. With how many syringes/needles did the caller experience the issue? Three. Did all issues occur on the same day? No. Issues occurred: pt advised that they started 1 week ago and could not provide the exact dates that they occurred when asked. Was the syringe/needle reused? No. Product with issue - bd 3ml syringe, pn: 309657. Is product available for return to bd? Yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Product lot#: 220620 and 220613. Did issue cause any injury? No. How did the caller resolve the issue? Changed syringe and needle and successfully filled a cartridge with insulin. Resolution: no further tandem follow up is required."

Manufacturer narrative:
(B)(4) correction: following the submission of the initial MDR, it has been determined that the previously submitted report was sent in error, and the complaint will be cancelled. The associated MDR will be void.